Event description:
Device malfunction: vessel locator wings did not fully retract, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery, after a diagnostic procedure. Reportedly, after firing the clip, the vessel locator wings did not fully retract and the vessel locator button did not reset to its original position. The device was easily removed. The clip was noted to have been caught on the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.